Event description:
It was reported during maintenance, the subject device exhibited blackout during operation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e218 in the startup image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the electronical component and universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.